Manufacturer narrative:
Additional information received indicated that the patient was disconnected for about 30 minutes before the power sources were reconnected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed a loss of power on the reported event date ((B)(6) 2015). The loss of power was most likely due to a double disconnect of both power sources as evident in the event details. Analysis of the controller revealed that the controller met specifications; the controller passed visual examination and functional testing. Functional testing indicated that loudness and pitch of all audible alarms were no different from known working controllers. The "no power" alarm sounded for more than 15 minutes when tested in the lab, which meets the desired specifications of at least 15 minutes when there is no power to the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device and mental status are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Clinical factors that may have contributed to the patient's outcome related to the event include the patient's preexisting aortic valve closure due to aortic insufficiency, and other comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015: power consumption below normal operating range this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. No alarms have been logged in the last 14 days of available data. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a nurse found this patient in bed with both batteries disconnected and no alarms. The controller reportedly only gave only a short "no power" alarm at the time of the double disconnect. The nurse started cardiopulmonary resuscitation (CPR) and reconnected both batteries. The patient's controller was exchanged and she remained on inotropic support and mechanical ventilation. She continued to suffer from intermittent seizures. Several days later the family made the decision to turn off all supportive devices. The cause of death was reported to be hypoxic brain damage. Investigation is ongoing.